Manufacturer narrative:
The affected device was examined on site by dräger service and the log file was made available for further investigation. Based on the analysis of the log file, the reported event could be confirmed. The cause of the device behaviour was found to be a major leakage in the breathing hose system. This led to the alarm messages regarding the airway pressure and the "peep valve inop." Alarm. The log file analysis and the examination of the device by the dräger service found no indication for a device malfunction. The functional safety of the evita 4 consists of controlled and monitored patient ventilation with user-defined settings for the monitoring functions minimum and maximum minute volume, maximum airway pressure, minimum and maximum o2 concentration in the breathing gas, maximum inspiratory tidal volume and maximum respiratory rate. If a deviation is detected, a corresponding visual and audible alarm is issued. In the event of the "peep valve inop." Alarm, the device attempts to maintain the function as far as possible. Restrictions in ventilation performance are likely. The device has reacted as specified to a detected deviation during ventilation and triggered an alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a failure in the ventilation during therapy. There was a foreign noise from the pneumatics and various alarm messages such as "peep valve inop." Were issued. It was reported that the patient's condition deteriorated, and resuscitation had to be performed. The device was replaced. The device has no UDI as an UDI was not required at the time the device was manufactured.